Event description:
It was reported that during routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) unit is not working on ECG mode, front end pcb is suspected to be defective. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to evaluate the unit, the fse checked and found that front end pcb was defective. The fse replaced the front end pcb to resolve the issue. The machine was working fine and the unit was released for clinical use.

Event description:
N/a.